Event description:
Device 1 of 2: reference MFR report: 1627487-2012-11095. The pt felt a burning type sensation in her back, and was receiving no stimulation coverage in her lower back. X-rays were taken which revealed the leads had migrated into the ipg pocket site. The pt was reprogrammed for stimulation coverage for her legs. F/u identified the physician was to undertake surgical intervention at a future date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.